Event description:
Same case as MDR ID: 2134265-2015-04762. It was reported that the rotaburr became stuck on the rotawire. A 1.75mm rotalink¿ plus and rotawire¿ were selected to treat the target lesion. During preparation outside of the patient for a coronary intervention, it was noted that the device was getting fused onto the wire. The device never went in to the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).